Manufacturer narrative:
(B)(4) follow up: it was reported there was foreign material inside the vial likely composed of the rubber stopper. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a vial with a dark colored stain or foreign matter at the bottom. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 3299629. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:305211 batch#: 3299629 before use verbatim: on 10oct2024 regeneron was informed of an event with eylea 8mg vial that was categorized as foreign matter fm- vial interior. Per the hcp: " the reporter states that her office is in possession of 1 vial of eylea hd that contains foreign matter, black growth, that is floating inside the vial.¿ visual observations were performed on the returned eylea hd vial and reported foreign matter. One foreign matter was observed in the returned vial. From the image of the isolated foreign matter and evaluation of spectra obtained, it was concluded that the isolated foreign matter is most likely composed of chlorobutyl rubber from the rubber stopper.